Event description:
The customer tested her blood glucose using her breeze2 meter and received readings of 198 and more than 200 mg/dl. She retested using another meter and received a reading of 41 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was not able to troubleshoot her breeze2 system. No product will be returned.